Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system and envelope are scheduled to be explanted. No further patient complications have been reported as a result of this event.